Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. Add'l reserve samples are currently tested. So far the failure could not be repeated. As no further info becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4). Tentative translation of users narrative: regional anaesthesia of the femoral plexus. Within the initial 24 hours after catheter placement, the catheter blocked. Blocking did not influence medication (naropin 2mg/ml, flow rate 6-12ml). Removal/replacement of the catheters required. To be on the safe side oral analgetics have been applied in addition. Six cases within one week reported.